Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor signal not found and not showing accurate readings. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was partially performed and found that the sensor glucose value was 50 mg/dl at the time of incident. Low limit settings value was 80 mg/dl. The customer was advised that the sensor may no longer be responding to glucose changes, therefore the customer will replace the sensor. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-1884. Updated summary: it was reported to medtronic minimed that the customer experienced not showing accurate readings. The customer blood glucose was 80 mg/dl and sensor glucose value were 50 mg/dl at the time of incident. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values was beyond 30% limit which is not within range. Insulin delivery was not suspended due to difference. Mmt-7040a was requested and customer returned the product for analysis.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed with high readings of isig readings and failed eis 1 hz and 1024 hz. Placed sensor under the microscope and found cracks on gold trace. See attached file for results. In summary, the customer complaint of unexpected sensor alerts was confirmed. Sensor failed for high readings and failed eis 1 hz and 1024 hz, found sensor damage cracks on gold trace. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.